Event description:
It was reported that a device was used during a laparoscopic adrenal procedure. The device appeared to stop functioning part way through the procedure. The case was completed with another device. There was no patient consequence.